Manufacturer narrative:
Literature citation: f. Omidi-kashani, f. Samini, e.g. Hasankhani, a. R. Kachooei, k.z. Toosi, and f.golhasani-keshtan . "Does percutaneous kyphoplasty have better functional outcome than vertebroplasty in single level osteoporotic compression fractures" a comparative prospective study". Age of pt: mean age =72.1 years; 7 male 22 female. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a comparative prospective study that from august 2008 to may 2012, 57 patients with single level ocf were treated by vertebroplasty (vp) and kyphoplasty (kp). In group a (vp patients), there were 6 male, 22 female with a mean age of 72.4 +- 8.2 years, while in group b (kp patients) there were 7 male 22 female, with a mean age of 72.1 +- 6.2. The mean volume of the injected cement in group a (vp) and group b (kp) was 3.5 0.4ml and 5.1 +-0.9 mol. Visual analogue scale (vas) and short form 36 (sf36) questionnaire were used to measure functional recovery and followed them for six months. It was reported that the cement extravasation into disc space was observed in 2 cases (kp group).